Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 95% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. The physician pre-dilated then advanced the 4x38mm promus element stent delivery system (sds) to the target lesion. However, the sds was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts at the proximal end of the stent were misaligned. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).